Event description:
The physician contacted the marketing department. The vice president of marketing and the chief science officer called the physician and obtained the following information: during a revision of a first surgery, the physician used duragen plus to repair a defect. The initial surgery was performed on chiari I malformation. The second surgery was performed in 2007. On nine days later, another surgery was performed because of the recurrence of a pseudomeningocoele. The duragen product was removed. The defect was repaired with durepair. This incident is related to MDR number 1121308-2007-00012.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.